Manufacturer narrative:
Concomitant products : imd49jb53 lead, implanted : (B)(6)1997, c4tr01 crtp, implanted: (B)(6) 2012. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced phrenic nerve stimulation due to the left ventricular lead. The lead was capped and not replaced due to a device downgrade. No further patient complications have been reported as a result of this event.